Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the marquee product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one marquee disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to have residue throughout and the penetration depth marker was set to 25mm. It was noted that the device was in half-energized condition revealing the sample notch. On functional evaluation, it was noted that the device would not fire properly using the automatic trigger. Upon disassembly it was noted that the plastic fixture of the cannula hub was noted to be bent. Therefore, the investigation for the reported failure to fire is confirmed as the device was not able to fire during the evaluation. However, the investigation for the reported self-activation is kept as inconclusive as the functional evaluation was not performed for the reported issue. A definitive root cause for the alleged failure to fire and self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal density tissue, the device allegedly failed to fire. It was further reported that the device was allegedly self activated. Coaxial needle was not used. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal density tissue, the device allegedly failed to fire. It was further reported that the device allegedly self activated. Coaxial needle was not used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the marquee product is bd-santo domingo. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2025).